Manufacturer narrative:
Correction: b.5.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3. There were multiple warnings. Patient also mentioned that the cycler was giving the notice draining slowly message as well. Pt stopped treatment and fluid was seen on the inside of the cassette door. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry and continued to use it.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3. There were multiple warnings. Pt stopped treatment and fluid was seen on the inside of the cassette door. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry and continued to use it.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3. There were multiple warnings. Patient also mentioned that the cycler was giving the notice draining slowly message as well. Pt stopped treatment and fluid was seen on the inside of the cassette door. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry and continued to use it.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.